Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed. (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the physician noted poor sensing and 4.5v to 5v thresholds. The physician also noted that the atrial port was plugged. The leads were not implanted. No patient complications have been reported as a result of this event.